Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
Philips received a complaint on the defibrillator indicating that a synchronized 20 j cardioversion was attempted using the defibrillator, but it failed to discharge and an "ECG fault" alarm was shown. A backup defibrillator from the operating room was then used for cardioversion; it succeeded and the patient was not harmed. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.